Event description:
Customer reported receiving an error message on his locked freestyle flash meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow-up report will be submitted. Customers and retailers have been informed through the fa16may2006 letter.